Event description:
It was reported that this lead was part of a system revision due to infection. Only the main body was completely exposed while the lead was swollen and purple. There were no additional adverse patient effects reported. The lead was explanted.